Event description:
It was reported that the device was used during a laparascopic sigmoid colectomy. When the surgeon squeezed the firing handle for the end-to-end anastomosis, he did not hear the audible crunch. Upon removal of the instrument, the staple line was not complete. The case was completed by hand sewing. There were no patient consequences.